Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: no defect found. Unable to duplicate the complaint. The pump history shows the pump was manually suspended on (B)(6) 2014 20:40 and manually resumed (B)(6) 2014 08:13. On (B)(6) 2014, 12:34 an unexplained loss of prime occurred; deliveries resumed when pump was primed at12:55. Daily insulin delivery totals correctly reflect user's programmed basal rates. Typical alarm observed in alarm history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient had a blood glucose between 250 mg/dl and 500 mg/dl, with no reported symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.